Event description:
A peritoneal dialysis (pd) patient's contact reported that the pd patient had an infection and was dealing with constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1500 mg every 5 days and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn also stated the patient¿s constipation has been an ongoing problem for many years and was unrelated to these events. The patient continues to utilize the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus aureus is part of the normal human biota and is commonly found in the anterior nares and the axillae. Based on the information available, there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the pd patient had an infection and was dealing with constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 2/sep/2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1500 mg every 5 days and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn also stated the patient¿s constipation has been an ongoing problem for many years and was unrelated to these events. The patient continues to utilize the same liberty select cycler without reported issue.